Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the subclavian vein. A 16-4/5.8/75 xxl esophageal balloon was used to dilate an implanted stent and on the first inflation, below 5 atmospheres, the balloon ruptured. The inflation was done manually with a syringe. Everything was safely removed from the patient. The procedure was completed with another of the same device ad the patient condition following the procedure was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 16mm distal of the distal markerband and extending approximately 3mm distally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No damage or kinks were identified on the shaft of the device. There was evidence that the device was used in a manner inconsistent with the labelled indications. This xxl balloon was used in a venous setting together with a stenting device. The intended use for this device is in the esophagus only. It is not intended to be used in a venous setting or in a stenting procedure. The device that was returned for analysis is an xxl esophageal balloon that is intended to dilate strictures of the esophagus. The xxl device described in the complaint event was used to treat the subclavian vein, which is inconsistent with labelled instruction as per xxl esophageal dfu. The xxl esophageal dfu states: ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.''

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the subclavian vein. A 16-4/5.8/75 xxl esophageal balloon was used to dilate an implanted stent and on the first inflation, below 5 atmospheres, the balloon ruptured. The inflation was done manually with a syringe. Everything was safely removed from the patient. The procedure was completed with another of the same device ad the patient condition following the procedure was fine.